Manufacturer narrative:
The device was requested but has not been returned to the manufacturer. Neither the meter serial number nor the test strip lot number was provided. The owner's guide and previous field returns have been reviewed. There was no information on the medication the user is taking. It is not clear as to when the comparision lab measurement was made. That is, whether it was taken before or after treatment. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the reported high measurement cannot be determined. Environmental factors, medical conditions, and testing practices could have contributed. The cause of the nausea cannot be determined. No corrective action will be performed as system failure could not be confirmed. This complaint will continue to be trended.

Event description:
The caller reported that her husband has cancer and recently has esophagal surgery. They purchased the cvs health advanced blood glucometer to monitor his blood glucose. On (B)(6) 2019 he felt nauseous. The cvs health advanced meter measured 212 mg/dl. They called his doctor who said to take him to the emergency room. She drove him to the emergency room. The hospital gave him fluids containing saline and anti-nausea medication. A lab test (timing of the test unknown) measured his blood glucose to be 76 mg/dl. She believes the cvs health advanced meter to be inaccurate.